Event description:
It was reported that during an unknown procedure, the device did not function. No further information is available. No patient consequence.

Manufacturer narrative:
H3. Evaluation summary. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.